Manufacturer narrative:
The product involved in the report has not been returned . A review of the device history record is in-progress. All information reasonably known as of 16 oct 2025 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury.

Event description:
It was reported that: "ett leaks during procedure. In regard to the intubation, neither of them was difficult. One patient had full dentures that were removed prior to intubation. The other patient had all their own teeth. On both occasions the tubes were inflated with a syringe, the pressure was checked multiple times with the manometer to check the cuff pressure multiple times. Once the bung was placed onto the tube the pressure wasn't checked however, we used the machine ventilation to check if there was a leak present. The ett was straight out of the packing, the cuff was inflated prior to insertion as per protocol then deflated prior to placement. The ett was kept, and we submerged it in water and inflated the cuff to check for a leak (there was not) and then it was discarded in the medical waste as per protocol. " two incidents recorded for this complaint so two reports will be submitted the first report is 3004748541-2025-00089.

Manufacturer narrative:
The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 16 oct 2025 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury. Device history record (DHR) review: no issues found in the DHR. Based on the device history record (DHR) review there were no abnormal processing issues noted. All products/packaging were produced per the approved manufacturing procedures, specifications, and inspections. Risk assessment: the ultimate risk is low, as that is the highest risk of the patient/caregiver and regulatory/compliance considerations: 1. Patient/ caregiver performed risk assessment with RMA-20024b rev 3. The complaint most closely aligns with risk ID r25 with a potential cause of hazard being "cuff having pin hole". Severity = 6, likelihood of occurrence = 2, calculated occurrence = 0.023%. Per ref- 20001-c1 rev 2, these levels indicate low risk. 2. Regulatory/ compliance reviewed ref-20001-c1 rev 2, and there is low regulatory/ compliance risk. 3. Brand recognition and customer impact reviewed ref-20001-c1 rev 2, and there is low brand recognition/customer impact. Complaint history review: the complaint history was reviewed in grand avenue from reported dates (B)(6) 2023 through (B)(6) 2025, for part number I-pfhv-80 and failure mode "a050402 - gas/air leak". There were 9 other complaints reported for the same issue and part number under (B)(4), during the same timeframe. Sales = (B)(4) ea.

Event description:
It was reported that: "ett leaks during procedure. In regard to the intubation, neither of them was difficult. One patient had full dentures that were removed prior to intubation. The other patient had all their own teeth. On both occasions the tubes were inflated with a syringe, the pressure was checked multiple times with the manometer to check the cuff pressure multiple times. Once the bung was placed onto the tube the pressure wasn't checked however, we used the machine ventilation to check if there was a leak present. The ett was straight out of the packing, the cuff was inflated prior to insertion as per protocol then deflated prior to placement. The ett was kept, and we submerged it in water and inflated the cuff to check for a leak (there was not) and then it was discarded in the medical waste as per protocol. " two incidents recorded for this complaint so two reports will be submitted the first report is 3004748541-2025-00089.